Event description:
Related manufacturer reference number: 3006705815-2019-02444.

Event description:
It was reported the patient experienced a headache after the permanent placement procedure on (B)(6) 2019. The physician suspected a cerebrospinal fluid (csf) leak. Related manufacturer reference number: 3006705815-2019-02444.